Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer reportedly wore the pump in an x-ray that morning. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was 222 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.